Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (200.0 mcg at 15.01466 mcg/day) and bupivacaine (6.0 mg at 0.45044 mg/day) via an implantable pump. The indication for use was non-malignant pain. It was reported the patient's device was interrogated on (B)(6) 2019 and the results were normal. The patient then had a catheter access port (cap) contrast study performed the same day and the results were also normal. Then, fluoroscopy was performed and it was noted the catheter had migrated. No signs or symptoms were noted. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6)lbs.

Manufacturer narrative:
Continuation of concomitant products: product ID 8780, (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue was unresolved with no further action planned.